Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge "does not click into place." The customer's blood glucose level was 100 mg/dl. Reportedly, customer was able to successfully load a cartridge to resolve the issue.